Event description:
Caller reported experiencing cartridge alarm 20 with the pump, and cts confirmed cartridge alarms with consecutive cartridges, which prompted action. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Cts resolved the issue by sending a replacement pump and providing instructions on storage and return of the problematic pump. The customer was advised to use multiple daily injections as a backup therapy and acknowledged the steps needed for using the new pump and returning the old one.